Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was intubated. After insertion, it was found that the balloon was leaking. The leaking balloon was put into the water for inspection, and it was found that the balloon ruptured, and the rupture had a grainy touch. The customer stated increased patient suffering and increased risk of infection.